Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to recognize the patient's ECG during a cardioversion event. The healthcare providers used another lifepak 20e to provide therapy to the patient, and the patient was successfully converted. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted physio-control to report that their device failed to recognize the patient's ECG during a cardioversion event. The healthcare providers used another lifepak 20e to provide therapy to the patient, and the patient was successfully converted. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The customer was contacted numerous times for more details, but no response appears to be forthcoming. The device has not been returned to stryker for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined. D10, returned to manufacturer on, was yes and 01/29/2020, d10, returned to manufacturer on, is now no and blank. H3, device evaluated by mfg, was yes h3, device evaluated by mfg is now no. H3 other text : device not returned to manufacturer.